Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician used a venaseal occluding device during procedure to treat bilateral great saphenous vein (gsv). During the first procedure the right gsv was treated. The following day the left gsv was treated. Local anesthesia was used. The lumen was flushed prior to use. The veins closed. It was reported that 7 days post procedure, patient suffered skin irritation.  Irritation was present at the access point and upper thigh. Diffused redness, warmth, bad itching along the treated gsv from thigh to proximal calf, localized swelling along the treated veins only and also developed urticaria (hives) on low and mid back with itching, two large water blisters on the inner right and left thigh. One got to about the size of a mandarin orange on inner right thigh and they have since popped and the skin is healing. Patient was started on medrol dose pack and hydroxyzine.  Irritation still present with itching still occurring on and off near ankle. Itching much better but still comes off and on inner ankle both legs. Hives are gone. Small scars that are healing where the water blisters were on inner left and right thigh. The right thigh one was the worst and is taking longer to heal but patient is recovering and doing much better.

Manufacturer narrative:
Additional information: patient is doing much better with follow up in two months. Patient's age, date of birth and weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Still image review ten image files were returned for review: ten image files: the received images files show both the patients¿ legs, gsv area and back of torso area. From the images, raised skin and swelling at the treatment site can be observed on the patients leg and raised red areas on the patients back, consistent with the reported event. It cannot be determined from the image attached what caused the patient legs to turn red and hot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.